Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 6/7f mynxgrip vascular closure devices would not thread through an unknown sheath as the tip was kinked. There was no reported patient injury. The devices are being returned for evaluation.

Manufacturer narrative:
As reported, two 6/7f mynxgrip vascular closure devices would not thread through an unknown sheath as the tip was kinked. There was no reported patient injury. Additional information was requested but not provided. One of the devices was not returned for evaluation. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle is fully engaged to the black handle with stopcock open. The syringe was returned with the device. The advancer tube and sealant sleeves and sealant were returned in manufacturing position. The procedure sheath was not returned. The condition of the returned device likely indicates that the device was not deployed. Additionally, no visual damages or anomalies were observed. The insertion/withdrawal evaluation was tested using a cordis lab applicable csi to verify the correct configuration of the device as received. The results obtained show that no problems in the device¿s shape or configuration were present, as no friction or resistance was observed, while advancing and retrieving the used csi. The reported ¿catheter ¿ inability to advance in sheath¿ was not confirmed for either device. The returned device worked as intended and the other one was not returned for analysis. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. The product analysis does not suggest the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.